Event description:
Patient reported "rupture". Later reported "implant rupture and capsular contracture baker grade IV". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device and it is unknown if the device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "implant rupture and capsular contracture baker grade IV". This record is for the left side. Later healthcare professional reported "significant capsular fibrosis", "focal evidence of silicone inclusion with associated body reaction", " included breast gland tissue with mild mastopathic changes" and "mild fibrosis in the dermis and atypia-free squamous epithelium". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device and it is unknown if the device will be returned.